Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced pain and discomfort in the mid-back region. The pt indicated, the scs lead wires could be felt through the skin at the location where the pain was. The pt underwent surgical intervention on (B)(6) 2012. The neurosurgeon tucked the lead tails deeper into the tissue at the incision site which resolved the issue.